Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with a cracked battery tube threads and a cracked reservoir tube lip. Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had sticky. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.